Manufacturer narrative:
Correction: additional information was received indicated the system was explanted due to patient no longer needing the system. Patient underwent spinal fusion which resolved the pain. This device is no longer considered reportable.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lamitrode s-8 , model: 3286, UDI: (B)(4), serial: (B)(6), batch: 5292271.

Event description:
It was reported that the patient never had effective stimulation. Surgical intervention may be pending to address this situation.